Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirm the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the air/water nozzle loosened, the insertion flexible tube (ift) buckled, the distal body worn out, the staycoil ruptured, the segment loosened, the brand plate worn out, the light guide cable buckled, the lg prong corroded, the suction channel buckled, the lg prong top worn out, the eog valve loosened,the objective lens scratched and the lcb distal cover glass missing;however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.